Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the v clip not closing was not really determined. The surgeon tried a couple of times with no results as the v clip would not close and lock. The surgeon asked to replace it with no other communication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that during the implant procedure the alligator clip would not close and lock. They replaced it with a new stim lock alligator clip and this resolved the issue. No patient symptoms or further complications were reported as a result of this event.